Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced low flow, low speed and pump stopped events while connected to the pt cable. The vad coordinator was able to reproduce the events by manipulating the driveline about 3 inches away from the distal end. The distal end of the percutaneous lead was replaced.

Manufacturer narrative:
A section of the percutaneous lead approx 6" long was returned for eval. Electrical continuity testing was performed, and a discontinuity was found in the black wire. The remaining wires were electrically intact. The reinforcing sleeve was removed, and an area with shield breakdown was noted at the terminus of the distal end bend relief. The bionate and shielding were removed, and examination of the underlying wires revealed a complete fracture of the black wire approx 2.5" from the metal/controller connector, at the terminus of the distal end bend relief. The conductors of the black wire were exposed. The remaining wires were intact, but examination under a microscope, revealed multiple marks consistent with abrasions on each wire. The fracture of the black wire appeared to be the result of repetitive flexing of the external lead, which caused the wire no evidence of any mechanical damage such as crushing or pinching. The fractured wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low flow/speed alarms and pump stops seen in the submitted log file. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing it's file on this event.